Event description:
Healthcare professional (hcp) reports 4 incidents of pt reactions 1-1 1/2 hours into treatment. All pts on a ca 210 dialyzer of same lot. 2 pt reactions were during first use after preprocessing of the dialyzer. 2 pt reactions were during reuse of the dialyzer. Pts complained of fever (100 - 102 f), chills and back pain. Pts were removed from treatment at onset of symptoms. Two pt's above symptoms subsided 3-5 minutes after removal from treatment. The 3rd pt had the above symptoms during 2 treatments and required hospitalization for 6 days. This pt was diagnosed with a subclavian line infection. Healthcare professional reports the ca210 dialyzer of same lot used by add'l pts at the center w/o incident